Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator had a touchscreen issue. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) reported that the touched position was observed to be out of alignment. A touchscreen calibration was performed; however, the phenomenon was not resolved. The se replaced the touchscreen and the phenomenon was resolved.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
H10: the touchscreen was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "this is in regard to the touchscreen accusation of: a touched position was observed to be out of alignment. Although touch screen calibration was performed, the phenomenon was not resolved. Therefore, the touch screen was replaced, and the phenomenon was resolved. The touch screen passed all of the flex cable resistance testing. Initially the touch screen failed during diagnostics and functional testing. The touch screen displayed misaligned touch points. The tech verified that after the successful recalibration of the touch screen using the touch screen calibration button noted in the diagnostics portion of the software, the touch screen could be recalibrated. The touch screen passed all diagnostics testing and the touch screen operated without issue. After the calibration of the touch screen the touch points were properly aligned with the liquid-crystal display (lcd). The issue of a touch screen within spec resistance readings and could be calibrated at the product investigation lab without issue."